Event description:
While visiting a (B)(6) male pt, a pt service rep contacted zoll customer support to report that the pt's electrode belt would not baseline. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (failure to baseline) has been confirmed. Upon eval, the cable running from ECG a to ECG b was defective. There was internal damage to this cable, which caused it to internally short. This shorted cable caused the q1 signal of the ECG pca to short to ground, causing all the ecgs to short to ground. The grounded ECG's resulted in the failure of the electrode belt to baseline. The root cause of damaged cable cannot be positively identified. No adverse event resulted from the damaged cable. The pt received a replacement electrode belt.